Manufacturer narrative:
The company rep examined the system and verified system message (sm) ¿footswitch failure. Eeprom read failure¿. The company rep replaced both the footswitch interface pcb (printed circuit board) and the footswitch to resolve the issue. The system was then tested and met product specifications. An initial visual eval of the returned footswitch revealed a cracked housing. However, this visual nonconformity is not related to the customer reported event. No add¿l visual nonconformity was observed. The footswitch was connected to a calibrated system. The system was powered on, and an sm, footswitch failure: eeprom read failure, was displayed add¿l testing was performed and two nonconforming components were found at location u1 and u2. A review of the system¿s event log indicated several occurrence of sm, footswitch failure: eeprom read failure, on (B)(4) 2012. A review of complaints for the last 24 months did not indicate any add¿l similar reports for this foot switch or system. The root cause of the footswtich issue was determined to be due to nonconforming components at u1 and u2 on the footswitch pcb. An internal investigation has been opened to address this issue. (B)(4).

Event description:
A nurse reported that there was a footswitch failure during cataract surgery. There was a significant delay, but there was no pt harm reported.